Event description:
This report was received by the MFR, pharmacia iovision via opsia laboratories, from a physician who reported a pt who developed a hyalitis (++++) twenty-four hrs after cataract surgery. On 03/29/96, the pt underwent cataract extraction with implantation of intraocular lens model 127 (920). The pt's eye was cleansed with betadine. Healon gv and bss were used in preparation for the surgery. During implantation, the physician experienced handling difficulties with the iol. The iol remained implanted and twenty-four hrs after surgery, the pt developed an inflammation. Subsequently, the pt was taken back to surgery (date unknown)) for explant of the iol and systemic antibiotic therapy. Staphylococcus coagulase was identified on the lens per the physician. The physician commented that the event occurred due to the handling difficulties of the iol. No further info is expected.